Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's etco2 functionality was not working. It was reported to philips that the alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.